Manufacturer narrative:
The patient's discharge on (B)(6) 2020 was reported under 2916596-2020-02280. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-02280. It was reported that after being discharged on (B)(6) 2020, the patient's blood cultures resulted with candida parapsilosis from both bottles and they were brought back on (B)(6) 2020. They were started on caspo per infectious disease (ID), and then narrowed to diflucan based on sensitivities. On the evening of (B)(6) 2020, a stroke alert was called after nursing found that the patient was unable to follow commands and was mute. Cth (computed tomography head) showed a large left (l) frontotemporal intracerebral hemorrhage (ich) with mass effect and mls (midline shift). International normalised ratio (inr) was 2.8 and they were reversed with kcentra and IV vitamin k. Repeat inr 1.5. Repeat cth showed significant increase in hemorrhage volume and midline shift. After discussion with family, it was decided to go comfort measures only. Patient was extubated and hm3 was turned off. The patient expired on (B)(6) 2020. The patient's death was not considered device-related, the device operated as expected, and the device will not be returned for evaluation as family declined autopsy.

Manufacturer narrative:
Section b2, h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient expired on (B)(6) 2020. The heartmate 3 lvad, serial number (B)(6), was not explanted. The heartmate 3 lvas IFU lists infection, bleeding, stroke, and death as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.